Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor value was not available and that it was not accepting calibrations. The sensor passed the watertight test procedure. It was reported that the cannula appeared shorter than usual.